Manufacturer narrative:
(B)(4). Additional information: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device failed the cutter insertion assessment. It was also noted that the bearings were worn out and loose creating a situation where the cutter was not able to be inserted. It was determined that this was due to bearing that were no longer in axial alignment and therefore, did not allow the cutter to pass through. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device had a damaged component - bearings, ball bearings fallen apart, missing balls and cage, extension sleeve damaged. It was further determined that the device failed pretest for cutter insertion and temperature. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.